Event description:
Customer reported the device indicated batteries were fully charged which they were not. This is complaint 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the control unit was defective with a faulty mainboard. There were burn marks found on the power drive charging stations. The device was repaired and returned to the customer on (B)(6) 2012. The complaint is indeterminate. Placeholder.